Event description:
It was reported that the iab was inserted into the femoral artery with a sheath. Immediately after insertion, the iabp began to experience helium loss alarms. The catheter was checked and appeared to be functioning well. The pumpwas changed out. Approx. 30minutes later, the second pump experienced helium loss alarms. The iab was exchanged. There were no pt complications.